Event description:
A third-party service provider stated that he, "...saw some darkening/possible burn around power connector and interface connectors" on the cobas integra 800 analyzer. The service provider said that an untrained employee attempted to perform routine probe cleaning on the analyzer and may have slightly bent the probe. He also stated that, when the employee attempted to initialize the system after maintenance, the probes crashed; the employee repeatedly attempted to restart. The service provider found "considerable" water inside the analyzer. During cleaning and drying of the system he discovered the possible burn. He also stated that, "...integrity of board was compromised when water shorted the connectors." The service provider stated that no injuries occurred in connection with this event. After cleaning and drying the analyzer, the service provider performed system diagnostics and quality controls and reported, "...all ok."

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.